Event description:
It was reported by the patient that her device battery was low. She had been told that there were many months left, but then was told that device replacement was necessary. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: normal battery depletion. It was reported by the patient that her device battery was low. She had been told that there were many months left, but then was told that device replacement was necessary. The device was explanted. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination battery end of life - expected device evaluated and alleged failure could not be duplicated premature explantation.